Event description:
It was reported that the patient presented at the hospital with an inflatable penile prosthesis (ipp) that was not working. Two weeks later, a surgical procedure was performed and it was found that there was a crack in the pump connection tube. All components were removed and replaced with a new ipp system. There were no patient complications.